Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under her breasts and on her back that looked red and raw. Patient reported that her skin is coming off in the shower. There is broken skin that is oozing and bleeding, and blisters were developing. It was reported that the patient suffered from skin lupus. The patient's doctor prescribed a cream for the irritation. After using the cream and removing the device, the patient reported that the irritation healed.